Event description:
Pt seeing do, for facial wasting. However, another do came to give pt treatment of silikon 1000 (injectables). Pt said that doctor told them that it was not FDA approved. Pt said that they became sick (fatigue) for 3 days afterward (but no nausea or fever); used ice packs to put on face. Said that there was no improvement in face-cheeks were not fuller. Pt had 75 tiny injections on each side of face. 1st gave novacaine. Product was intended for ophthalmic rinse; doctor had used it for off-label use.